Event description:
It was reported that the patient was no longer able to hear anything and so attended the clinic. There were no outward visible signs, no swelling or other changes to the implant area. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.